Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated the insulin leaked from the reservoir into the insulin pump. The customer's blood glucose reading was 106 mg/dl. Nothing further was reported.